Event description:
During cardiac surgery-pt on heart-lung bypass machine. Decrease in volume was experienced. Air & pressure was noted in venous line. Arterial was line clamped, pump was shut off, venous line unhooked, & refilled with saline. Pt back on bypass machine. Case completed. Pt remained in comatose state until death on 1/23/95.